Event description:
Groshong catheter was placed january 18, 1989. Patient has provided her own care since that time. There was no specific event prior to the fracture of the catheter. Patient noted that "it felt different" and investigation by the patient's physician revealed that a 6 inch piece of the catheter had broker offinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.